Event description:
It is reported that the articular surface would not seat on the tibial plate. A 13mm was used instead.

Manufacturer narrative:
This report will be amended when our investigation is complete.